Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon instigation the rear response button was non-functional. The cause for the failure was isolated to a crease on the rear response button flex circuit cable. The damaged cable produced an open connection. The root cause for the damaged cable could not be positively identified. No adverse event resulted form the defective monitor. The patient received a replacement monitor.

Event description:
A territory manager contacted zoll customer support to report that a (B)(6) male patient's reponse buttons were not activating the patient's monitor. The patient was issued a replacement monitor.